Event description:
The customer reported to olympus that the visera pro xenon light source main lamp does ignite but spare lamp does not work. There was no patient harm associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer reported the spare lamp was working after replacing it with a new lamp. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.